Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. After having the implant performed the patient gained a significant amount of weight, causing disruption in communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical revision was performed on (B)(6) 2024 to move the ipg from the lateral lower back to a more medial location on the lower back to correct the communication issue. No components were explanted or replaced during the procedure.

Manufacturer narrative:
There is no allegation or indication of any system or component failure as evidenced by all components remaining implanted and in use. The communication issues noted by the patient were found to be directly related to the patient condition, specifically weight change.